Manufacturer narrative:
The surgeon had planned to revise the stem, head and liner. Additional information received on 06 march 2017 and includes: the surgeon removed all medacta hardware. The surgeon did not give specifics as to why he revised all products. Simply stated that the stem had subsided. The surgery was completed successfully. Additional information received on 08 march 2017 and includes: the revision surgery was performed on (B)(6) 2017. On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision surgery (stem, head and liner) occurred 4 years and 4 months after implantation. Radiographic images provided show the presence of a subsided stem. The bone of the left femur looks rather unhealthy, but no comments or data are available. It seems unlikely that this was the situation at primary surgery. Osteolysis, infection, osteomalacia are some of the possible intervened circumstances, not reported. It seems very unlikely that this problem could have been originated by a faulty device. Batch review performed on 27 march 2017. Lot 111637: 13 items manufactured and released on 29 july 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon removed all medacta hardware and implanted new products. The surgeon did not give specifics as to why he revised all products. Simply stated that the stem had subsided. The surgery was completed successfully. X-rays are available. Explants are not available.